Event description:
It was reported that on (B)(6) 2026, a 27mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The membranous septum was 4.7mm. During pre-implant balloon aortic valvuloplasty (pre-bav), the patient experienced conduction disturbance and it was performed using a 22mm, non-abbott balloon. The patient became pacemaker dependent. During the procedure, the valve was deployed at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Trace leak was noted with a gradient of 4 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Temporary pacemaker was left in place in the internal jugular vein. On the following day, the patient received a permanent pacemaker. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported surgical intervention was result of case specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The membranous septum was 4.7mm. During pre-implant balloon aortic valvuloplasty (pre-bav), the patient experienced conduction disturbance and it was performed using a 22mm, non-abbott balloon. The patient became pacemaker dependent. During the procedure, the valve was deployed at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Trace leak was noted with a gradient of 4 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Temporary pacemaker was left in place in the internal jugular vein. On the following day, the patient received a permanent pacemaker. The patient was in a stable condition and subsequently discharged.